Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a myocardial ablation in the left atrium to treat an atrial fibrillation condition, an intellanav stablepoint catheter was selected for use. During the procedure there was insufficient irrigation flow, there was an error message displayed but it could not be recalled. The irrigation was not interrupted or stopped during the procedure. The catheter was replaced and the issue was resolved. The procedure was completed without any patient complications.

Event description:
It was reported that during a myocardial ablation in the left atrium to treat an atrial fibrillation condition, an intellanav stablepoint catheter was selected for use. During the procedure there was insufficient irrigation flow, there was an error message displayed but it could not be recalled. The irrigation was not interrupted or stopped during the procedure. The catheter was replaced and the issue was resolved. The procedure was completed without any patient complications.

Manufacturer narrative:
The intellanav stablepoint catheter has been received for analysis. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. Functional testing was performed with the catheter attached to an external pump to determine saline flow. The flow was consistent without any errors during testing. Electrical testing was performed, the device was recognized and tracked by the rhythmia hdx mapping system. No problems were detected. The device was able to complete an ablation without any difficulties. Laboratory analysis was unable to confirm the reported clinical observations; the catheter passed all relevant testing.